Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Catalog and lot number not provided. Device manufacturing date is unknown.

Event description:
It was reported that the mount became stuck to the implant at the time of placement. The procedure was able to be completed using another device.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Catalog and lot number not provided. Device manufacturing date is unknown.

Event description:
It was reported that the mount became stuck to the implant at the time of placement. The procedure was able to be completed using another device.

Manufacturer narrative:
Supplemental report provided as customer has clarified the mount involved in the failure is the mount that comes bundled with the oss485 implant.

Event description:
There is no update to the original complaint description provided.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One (1) osseotite® implant 4 x 8.5mm (oss485) was returned for investigation. Visual evaluation of the as returned product identified the mount with signs of wear, a functional test revealed that the implant and mount easily disengage/release. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth # 30 (universal) and was not used. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev I - (B)(6) 2022. Information identified: warnings and precautions. DHR review : DHR review was completed for the subject lot number (2020090382). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Complaint history review: complaint history review was performed for the reported lot number (2020090382) for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release post market trending review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product (oss485). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed.